Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's healthcare provider stated that the heat from the pump's battery had "cooked" the insulin. There was no reported impact to the customer's blood glucose level.